Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and wear abrasion leak test and microscopic analysis was performed which identified: no leak device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device and no calcification was observed.

Event description:
Healthcare professional reported a left side "severe capsule formation" baker grade IV and "calcification with plaques". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "severe capsule formation" baker grade IV and "calcification with plaques". Device has been explanted.